Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who reported that when the nurse turned on the concentrator, a fire started at the on/off switch. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. The device was visually inspected and found thermal damage to the power switch and adjacent warning label. A different material other than the switch was melted to the front of the switch. This different material appeared to be from the nasal cannula. A photo provided by the provider shows the nasal cannula connected to the humidifier bottle and was burnt at the distal end. The nasal cannula was not returned for evaluation. There was no other evidence of thermal damage to the interior or exterior of the device. A foreign liquid was found to have entered the device. The front cover, compressor box and wire harness were contaminated with this foreign material. Functional testing of the device confirmed that the device was operating within specifications. The device was operated with no thermal damage occurring. The power switch was removed, examined, and found to have a foreign substance that appeared to have entered the power switch. The foreign substance was found inside the switch, connecting pads and terminals. The thermal damage to the exterior of the power switch was more severe than the interior to the switch. Based upon examination, it is likely that the event started external to the device and the interior damage was caused by the heat of the external event.